Event description:
A malfunction on the pump was reported by the customer. There was no reported adverse impact to the customer¿s blood glucose level. The customer had independently reset the pump before contacting support. Technical support confirmed that insulin delivery was resumed, assisted the customer with restarting their sensor session, and reassured the customer that the pump could continue to be used as the malfunction had not recurred.